Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Intraprocedural images were provided from the facility, and the following was observed: femoral injection with contrast before the procedure. Femoral injection with contrast after the procedure, showing a dissection of the iliac artery, leading to no flow in the right common femoral artery. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty advancing through esheath was unable to be confirmed without the returned device. Per the complaint event, 'the valve was resistant being pushed through the sheath. It didn't required an extreme push force, but some more than usual on the scan, the artery had a median width of 6 mm and no calcification.' Per the follow up communication, 'the physician thinks that it was most likely related to the age of the patient and the fact that the esheath expanded was too much for the vessels.' Per the esheath IFU, the minimum vessel diameter required for 14f sheath is 5.5mm. Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Although the median arterial width was reported to be 6mm, it is possible that some regions of the sheath was below the required 5.5mm. Undersized vessels can create a constrained condition resulting in difficulty during sheath expansion, thereby increasing resistance. Product risk assessment was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. As such, available information suggests that patient factors (undersized vessel) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, during a procedure with a 23mm sapien 3 ultra valve, resistance was felt during insertion of the commander delivery system and valve into the esheath. After removal of the esheath, a femoral injection with contrast was done, and a dissection of the iliac artery was observed resulting in no flow in the right common femoral artery. The vascular surgeon was called to deployed 2 stents in the artery, with good reperfusion of the leg.